Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient (tr) had multiorgan dysfunction and hypoxemia requiring mechanical ventilation who underwent a diagnostic abdominal magnetic resonance imaging (MRI) with a temperature sensing foley catheter in place. Stated that the staff has been told the bard foley catheter was safe to go in the MRI and they noted that this catheter was different (latex-free) possibly due to supply chain substitutes or changes. When patient (tr) returned to the unit, representative noted the coil inside the foley catheter was misshapen, stretched, and the plastic sheath over it was not intact or degraded. It was unclear if it was defective became overheated or melted or might have been affected by the MRI magnet and the catheter was changed and the indwelling portion was intact. No bleeding noted and patient (tr) denies pain on assessment. Representative stated that another medical intensive care unit (micu) patient (mh) with the same type of foley was in MRI concurrent with this issue being evaluated. Representative advised the test to be stopped with half an hour to go due to a concern for patient safety. No medical intervention was reported.

Event description:
It was reported that the patient (tr) had multiorgan dysfunction and hypoxemia requiring mechanical ventilation who underwent a diagnostic abdominal magnetic resonance imaging (MRI) with a temperature sensing foley catheter in place. Stated that the staff has been told the bard foley catheter was safe to go in the MRI and they noted that this catheter was different (latex-free), possibly due to supply chain substitutes or changes. When patient (tr) returned to the unit, representative noted the coil inside the foley catheter was misshapen and stretched, and the plastic sheath over it was not intact or degraded. It was unclear if it was defective, became overheated or melted or might have been affected by the MRI magnet. And the catheter was changed, and the indwelling portion was intact, no bleeding noted, and patient (tr) denies pain on assessment. Representative stated that another medical intensive care unit (micu) patient (mh) with the same type of foley was in MRI concurrent with this issue being evaluated. Representative advised the test to be stopped with half an hour to go due to a concern for patient safety. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although an exact root cause could not be determined a potential cause could be difficult to solder fine wires. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4) 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab." Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected